Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) /2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/02/2015 with the following findings: the basal tdd¿s on (B)(6) 2015 appears to be inaccurate due an eaw-088-85b3 recorded at 09:18 followed by a por event. Pump was powered back on and deliveries resumed at 11:19. Pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. No eaw¿s occurred during testing. Unable to duplicate the complaint. No defect found.